Event description:
It was reported that during the implant procedure, the screw would not tighten the lead down to the neurostimulator. The lead kept falling out of the neurostimulator. A new battery was used to complete the case.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.